Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported the following event: it was reported that the measuring needle was discovered damaged and/or missing a part by the sterile processing department. There was no surgical or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: part number: 319.006, lot number: 6083723: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 13february2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A product investigation was completed: the complaint condition for the 319.006 lot number 6083723 depth gauge was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported that the measuring needle was found damaged. This condition is confirmed; the measuring needle is loose and wiggles near the base of the device. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in february 2009 and is over six years old. The balance of the returned device is in fairly good condition with only a few markings and signs of wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports were generated during the production of this device. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.